Event description:
The customer reported that the valve broke off (into the luer top) when the secondary tubing was attached to the primary set. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned. The customer's report that the valve broke off could not be confirmed because the product was not returned for eval. The root cause was not identified.